Event description:
Complainant alleges "not sealed on side of packaging. Therefore, not sterile.

Manufacturer narrative:
The device is in process of being returned. Investigation is ongoing. Once we have additional relevant information, it will be submitted in a supplemental report.

Manufacturer narrative:
The actual devices were not returned for evaluation. The root cause is manufacturing error. The most probable root cause for the "foil seal cut off" condition could be a registration malfunction. Nonetheless, foil pouches are inspected 100% by the vision system to sort out nonconforming parts prior to the packaging process, based on dimensional requirements. An improper rejector shooter could contribute to the complaint condition. The registration and vision systems were tested by a mechanic as part of the investigative process, yielding successful results. If any additional relevant information is identified, it will e submitted in a supplemental report.